Manufacturer narrative:
The returned device was visually inspected and functionally tested. Failure file confirmed the system notice #50005 "leak detection". Visual inspection of catheter 2af283 / (B)(4) showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 10 injections. The catheter failed the performance test due to system notice #50005 ¿leak detection¿. Dissection / pressure tests revealed a guide wire lumen breach at 1.81 inches proximal from the tip inside the heat shrink. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during a cryoablation procedure. The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2014.